Manufacturer narrative:
(B)(4). The lead was retained by the explanting hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead presented to the emergency room due to palpitation-like symptoms. Interrogation of the device revealed undersensing and resulting in unnecessary pacing. A surgical procedure was performed. It was found that the device had rotated in the pocket and the lead had oiled into the pocket with the distal end in the subclavian vein. The lead was explanted, and the device remains in service. No additional adverse effects were reported.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead presented to the emergency room due to palpitation-like symptoms. Interrogation of the device revealed undersensing and resulting in unnecessary pacing. A surgical procedure was performed. It was found that the device had rotated in the pocket and the lead had coiled into the pocket with the distal end in the subclavian vein. The lead was explanted, and the device remains in service. No additional adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. This report will be updated upon completion of analysis.

Event description:
It was reported that the product has been received for analysis.